Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported dust-like opacities present on the intraocular lens (iol) implant following an intraocular lens implantation procedure of the right eye. Additional information received indicated that the patient had epiretinal fibrosis. For better visualization, cataract phacoemulsification was performed, then a vitrectomy with silicone tamponade was performed and replaced with gas-air mixture. All procedures were preplanned.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Photo review was performed by a company representative: 8 optical coherence tomography images were submitted for the involved eye. These oct images were grainy in appearance with low resolution. Diffuse refractile particles located within the body of the iol was imaged. It is difficult to determine the etiology of these particles. These particles within the body of the iol are referred to as microvacuoles. The root cause for the reported complaint could not be determined. It is difficult to determine the etiology of the observed particles within the body of the iol. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).